Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer reported observing air bubbles in the infusion set tubing and changed the infusion set to resolve the issue. Customer's blood glucose was 116 mg/dl.